Manufacturer narrative:
No product was received and no radiographs were provided, the complaint was not confirmed. No bone quality report could be provided. No root cause can be identified however bone quality is suspected as a cause or contributor. No additional investigation can be completed. Label review "...potential adverse events and complications... As with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries... Potential risks identified with the use of this system, which may require additional surgery, include... Bending, fracture or loosening of implant component(s)¿ loss of fixation..." "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone..." "...all lock screws should be final-tightened with the counter-torque and torque t-handle. Do not final-tighten through compression instruments (e.g. C/d rack and figure 8 compressor) in the set, as the rod may not be able to normalize to the tulip. Be cautious not to over compress or distract as you can loosen the screws in the spine and potentially pull out the screw..."

Event description:
A patient underwent a posterior fixation procedure at th10-l4. The patient was asymptomatic and it was discovered during a routine follow up that one of the implanted pedicle screws had become loose. On (B)(6) 2021, a revision surgery was performed to address the loosened pedicle screw at l2. In the revision surgery, pedicle screws from l2 to l4 were replaced with new ones and new pedicle screws were added at l5.